Manufacturer narrative:
This medwatch report filed includes the registration number for impact medical. Zoll acquired impact medical and will be using the zoll registration number on all future medwatch reports. The device was returned to zoll medical corporation; the malfunction was duplicated and the device's lithium-ion battery was replaced to resolve the malfunction. It is important to note that the power supply used with the device at the time of the reported event was not returned to zoll for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device shut down. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.